Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for scratched tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported bd vacutainer® sst¿ blood collection tubes was cracked. The following information was provided by the initial reporter: "according to the customer's report, a scratch was found on the stopper. [Correction] scratch was found from below the stopper position toward the gel position on the tube.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported bd vacutainer sst blood collection tubes was cracked. The following information was provided by the initial reporter: "according to the customer's report, a scratch was found on the stopper. [Correction] scratch was found from below the stopper position toward the gel position on the tube."